Event description:
The hosp reported that during a surgical procedure using a 45 year old table, the pt sustained a severed fingertip when hand became caught between the table siderail and the i.a. Board support/attachment clip. According to the hosp, the fingertip was reattached and postoperatively the pt is recovering.